Event description:
A malfunction alarm labeled as "malf 12" was reported, which did not adversely impact the customer¿s blood glucose level. The technical support team provided information on resetting the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to report any future issues.